Event description:
Freestyle libre 2 inaccurate; freestyle libre 2 glucose readings are off by >20% every time. Sensor replaced and problem persists. Have gone through abbott but no action on my concern that there is a group of patients for whom this device does not work and this group should be studied. I'm a physician. FDA safety report ID# (B)(4).